Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified; red particles on the shell and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported right side mastalgia and capsular contracture, baker grade ii.

Event description:
Patient reported severe chest pain and rupture. Patient also reported a small amount of fluid around implant for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, fluid.